Event description:
As anchor was being inserted into the prepared operative site, anchor broke leaving the body of the anchor seated in the bone and the eyelets sitting in the driver. Piece of anchor in the bone was removed by the surgeon who drilled 3, 2mm holes surrounding the imbedded piece, inserting vice grips into the holes, grasping the broken piece of the anchor and removing the piece. Mitek ii anchor was used as a back up. Pieces will be returned to sn for evaluation. On (B)(6) spoke with (B)(6) (sales rep) for additional information: surgeon routinely uses the ao-2 finger technique; surgeon used a 1.8mm drill bit that is recommended for this product; after surgeon removed the broken piece from patient the hole was no longer feasible for implants; surgeon drilled another hole and inserted a mitek anchor to complete the procedure. Broken pieces were returned to okc shortly after date of incident; the piece that was removed from the patient along with the piece that remained in the driver.

Manufacturer narrative:
Only the inserter was received without the broken anchors; therefore no conclusion could be made for the reported device failure. (B)(4).